Event description:
Caller stated that her pod did not work properly and caused her to go into ketoacidosis. She stated that her physician sent her to the ER because of elevated blood glucose levels and high ketones. The device data was reviewed and showed that her bg was 362 at 7:41 am and she initiated a 3.5u correction bolus. Over a period of 6 hours, her bg went down approximately 70 points indicating she was receiving insulin. After eating, her bg began to rise again (330 mg/dl at 3:30), so she deactivated her pod and contacted her pcp for advice. The pcp had her check for ketones, which registered high, so she went to the ER for treatment. The device is not being returned for evaluation.

Manufacturer narrative:
The device involved in the reported incident will not be returned to the manufacturer for evaluation. No conclusion can be reached at this time. This complaint will be considered complete and closed. The product user guide instructs the user to check infusion site often for proper cannula placement. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The DHR provides evidence that the lot met the acceptance level prior to release.